Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm and a cartridge alarm (alarm 01) occurred. Reportedly, a temperature change had occurred prior to the occlusion alarm declaring. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Additionally, it was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and reloaded cartridge to address the event. Blood glucose level during these events was 139 mg/dl.